Event description:
An ophthalmologist reported a broken haptic with a ceeon lens in an 83-yrs old female pt. She stated that it was difficult to fold the lens and after multiple folds the lens was implanted. During insertion the haptic broke. There incision was enlarged and the lens was removed. The broken haptic remained in the pt's eye and the lens was replaced with a posterior chamber lens. Post-operatively, the pt was doing well with a visual acuity of 20/40. On month later the pt continues to do well. There is no sign of inflammation and no sign of broken haptic. The physician stated that it is possible that the haptic is not in the eye and may have broken off before the lens was inserted.